Event description:
The patient states that their knee felt unstable. Revision was performed for thicker, more constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Corrected lot number, expiration date and based on additional information. An event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a proposal was made for arthroscopic treatment of the meniscus injury in 2013. In 2014 total knee replacement was performed with a triathlon cr knee without it being evident why the indication had changed but possibly due to progressing degenerative joint disease or unsuccessful arthroscopic treatment while not reported in the available records. There is no clinical information on any aspect of the revision for instability. The available x-rays do not show any procedure-related problem with the arthroplasty. As such, root cause of failure cannot be established based upon available information. Device-related factors are not probable. Instability in a knee arthroplasty is in clinical practice virtually never related to device-related factors but always to mismatch between patient anatomy with ligament space on the one side and component type and position on the other side. This case is most probably no exception although explicit evidence is missing due to lack of information. Device history review: DHR review was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicates that a root cause of failure cannot be established based upon available information. Device-related factors are not probable. Instability in a knee arthroplasty is in clinical practice virtually never related to device-related factors but always to mismatch between patient anatomy with ligament space on the one side and component type and position on the other side. This case is most probably no exception although explicit evidence is missing due to lack of information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, dated x-rays, revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The patient states that their knee felt unstable. Revision was performed for thicker, more constrained liner.